Event description:
During preventive maintenance, one of the two power supplies for the system was observed to have no output voltage. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but no conclusions have been reached.